Event description:
The pt reported being hospitalized with elevated blood glucose levels (500mg/dl) and chest pain. The pt stated that the bolus history was incorrect.

Manufacturer narrative:
The pump has been returned to animas eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.